Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a patient underwent a tevar (thoracic endovascular aortic repair) for a taa (thoracic aortic aneurysm) in the descending aorta. No notable tortuous anatomy or calcifications. Proximal and distal fixation sites were 38 mm and 33 mm accordingly. Access was performed via the right femoral and a zta-pt-42-38-225-w1 (complaint device) was placed proximally and a zta-d-38-197-w1 was placed distally. A gore tri lobe balloon catheter was used to touch-up. At the final angiography a proximal type 1 or type IV endoleak was observed. Therefore, the physician planned to place a zta-p-42-121-w1 (B)(4) to treat the endoleak but experienced advancement problems and removed the zta-p-42-121-w1. A new angiography showed that the endoleak had an acceptable level and the physician decided not to place any additional device. The patient was followed closely with a ¿wait-and-see¿ approach. Additional information states, that the endoleak was gone by follow-up CT one week after the procedure without any additional procedure and the patient was discharged from the hospital without problem. No device was returned (implanted) and no imaging or photos were available for clinical assessment. Per the instruction for use endoleak is a known potential adverse event. From the provided information it was not possible to conclude if the endoleak was a type 1a or type IV. Due to the fact that type IV endoleak is very rare it was assessed most likely that the endoleak was a type 1a (proximal). Review of device history record gave no indication of the device being produced outside of specifications and there are adequate controls in place to ensure the device was manufactured to specifications. Conclusively, it has not been possible to establish an exact cause to the transient endoleak observed. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k): similar to device marked under p140016. E2402 - appropriate term/code nor available for endoleak. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a patient underwent the repair of taa in the descending aorta. Zta-pt-42-38-225-w1 was placed in the proximal side and then zta-d-38-197-w1 was placed in the distal side. Then proximal type I or type IV endoleak were observed by the final angiography. The physician was going to place zta-p-42-121-w1 additionally to treat the endoleak but the delivery system would not advance in the right common iliac artery. The physician removed the delivery system and performed angiography again and it showed the endoleak had become acceptable level, so he did not place any additional device and completed the procedure. The patient will be followed closely. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.